Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance measurements were noted. The device was programmed to the rv-can configuration and dfts were successful.